Event description:
The customer stated that he was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 31 mg/dl. Troubleshooting was performed, and the insulin pump was programmed and reading the reservoir volume correctly. The displacement test passed. The customer last changed his infusion set the day of the event. The customer gave himself a large bolus for his lunch immediately prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.